Event description:
It was reported that the customer's insulin pump has many scratches and worn display. Advised insulin pump be replaced. No additional information was provided.

Manufacturer narrative:
Pump received with minor scratches on lcd window, cracks on the battery tube threads, cracks on the reservoir tube lip, scratches on the reservoir tube window, cracks on the reservoir tube, loose drive support disk, scratch on keyboard overlay, and broken belt clip slot. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).